Event description:
Info received indicates the foot end casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician found the brake/steer linkage was broken near the foot pedal. The technician used a brake/steer upgrade kit to repair the stretcher.